Event description:
It was reported that (1) tsb35 was used during an laparoscopic appendectomy procedure. It was reported by the rep that the surgeon fired the instrument. When the instrument was released bleeding occurred. This surgeon had to open the pt in order to control the bleeding.